Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 200 mcg/ml at a dose rate of 101.9 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient recently had magnetic resonance imaging (MRI). The MRI was not due to a suspected problem with the patient¿s device or therapy. However, a motor stall was seen at initial interrogation with no motor stall recovery having occurred. It had not been less than 2 hours since the patient exited the MRI field. Periodically interrogating the pump for stall recovery was being considered. It was indicated that the patient was unable to wait around, and they planned to bring the patient back on (B)(6) 2019. No patient symptom was reported. No further patient complications have been reported as a result of this event.